Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine procedure for a generator downgrade to a pacer from an implantable cardioverter defibrillator. During the procedure, it was noted that there was no capture at maximum output in the left ventricular (lv) tip to ring configuration. The left ventricular lead was programmed lv ring to right ventricular (rv) ring configuration and capture was present. The physician was satisfied. The lead was reused. The patient was stable.